Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00926 was a duplicate and sent in error. Please see MFR report #s 1119779-2023-00979, 1119779-2023-00980 and 1119779-2023-00981.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive result. The following information was provided by the initial reporter: patient fields updated: did erroneous results occur? Yes max - 441916 (B)(6) inconsistent result.

Manufacturer narrative:
G.7 PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive result. The following information was provided by the initial reporter: patient fields updated: did erroneous results occur? Yes. Max - 441916 - (B)(6). Inconsistent result.